Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the cannula broke off about an inch below the seal (hub) during the case but nothing fell in the cavity. There was no additional bleeding, no tissue damage, the incision size was not extended and no additional o.r. Time. No pt injury was reported.